Event description:
Event description boston scientific cardiac rhythm management (crm) received information that high impedance was noted on this right atrial pacing lead and constant noise was noted on the atrial channel of the cardiac resynchronization therapy defibrillator (crt-d). Troubleshooting was unable to determine if the device or lead was at fault, so both were replaced. No adverse patient effects were reported.